Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted that the helix could be fully extended and retracted.

Event description:
It was reported that the atrial lead was attempted but not used during the implant procedure. The lead helix was not checked prior to use in the patient. Once placed in the atrium, the physician was unable to extend the helix for placement. The lead was removed and replaced. The second lead was positioned and again the helix of the lead would not extend. The lead was removed and replaced. A third lead was attempted, positioned, and fixated. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.